Event description:
The customer reported that after three days of use, the cuff deflated and pilot balloon broke on the patient's tracheostomy tube. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.